Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Insufficient information provided. Unable to perform a compatibility check. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Report source: foreign - event occurred in (B)(6). Report source: literature - lee jh, lee j-k, park js, et al. Complications associated with volar locking plate fixation for distal radius fractures in 1955 cases: a multicentre retrospective study. International orthopaedics. 2020. Doi:10.1007/s00264-020-04673-z. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported approximately three (3) weeks ago a journal article was retrieved from international orthopaedics that reported a retrospective multicentre study from a time period starting approximately twelve (12) years ago that ran for nine (9) years in south korea. The study looked at complications associated with volar locking plate fixation for distal radius fractures that occurred thirteen (13) years prior. The study reported an unknown amount of complications occurred for unknown reasons related to the zimmer biomet product. Attempts have been made and no further information has been provided.